Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported a patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was osteophytic spondylosis, vertebral body. Patient was implanted with an fra spacer at level l5 s1 size. The patient was also implanted with an atb plate at screw l5 l, screw l5 r, screw s1 l and screw s1 r, with atb plate 449.073. Patient had been experiencing pain for 72 months. Surgery date was (B)(6)2007, and postoperatively patient experienced adjacent degeneration with increased pain. Although surgical treatment not required, it has been given as an option to the patient.